Manufacturer narrative:
Evaluation summary (B)(4): the radio frequency programmer head was returned and analysis confirmed the customer comment that the programmer head was not working, and it was able to be verified that the cable was out of specification. (B)(4).

Event description:
It was reported that the radio frequency programmer head was not working. The head was replaced, and sent in for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head was not working. The head was replaced, and sent in for service. No patient complications have been reported as a result of this event.